Event description:
The customer reported via phone call indicating that he insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer was trying to place her tubing. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to backup plan.

Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces. The following cosmetic damage was noted on the device: cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.